Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An implant card was returned indicating an intraocular lens (iol) was implanted and explanted. In a follow up, a nurse reported that during an iol implant procedure after the lens was implanted, it was evident that the posterior capsule was not intact. The lens had no support, and began to displace into the vitreous. An anterior vitrectomy was performed and a sulcus lens was implanted on the same day. There were no further issues. The iol is not available for return.